Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of call was 545mg/dl. It was stated that the customer was sick and throwing up the day before her admission. It was unk when the customer changed her last infusion set. It was stated that the customer was disconnected the insulin pump before her hospitalization. Assisted the husband to set the date/time and to clear the alarms. Reviewed the programming. The daily totals matched to the basal and bolus history. Ran a fixed prime and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.